Event description:
Reporter indicated a vns patient was scheduled to have a generator reposition surgery because the generator moves while the patient is swimming. The movement causes the patient discomfort. Good faith attempts to obtain additional information have been unsuccessful to date.